Event description:
Three scans were performed with simulator/CT extension. The fourth scan was aborted at 120 degrees with message that touchbar was activated. Technician shook afterslit which fell down and grazed pts thorax. No injury occurred. Two screws were found missing, one rusted screw was in place. Screws were replaced and locktite'd in.